Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The reported liner and shell were returned for evaluation. Visual inspection of the shell identified bone debris imbedded in the outer spherical surface, gouges, and dings. Shell inner surface shows dark debris and wear marks from use. Visual inspection of the liner shows wear marks to both the inside and outside surfaces. The damages on the insert were from the material transfer with direct contact from shell and head. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications during manufacturing. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Analysis of the returned product revealed the following: there was no pitting corrosion observed on the inner surface of the cup, as the debris obscured the evidence. Eds semiquantitative elemental analysis of multiple discolored regions on the inner surface of the cup sample revealed o, c, and p and major foreign elements by weight percentage, along with minor/trace quantities of elements such as ca, k, and na in the decreasing order of their weight percentages. Eds analysis of the discoloration free area on the maxera cup sample showed that the elemental compositions were consistent with ti- 6al-4v alloy. The ceramic liner sample showed discoloration around the circumference of its outer surface. Further analysis of the discolored regions on the ceramic liner sample showed o, c, and ti as major foreign elements by weight percentage, along with minor quantities of elements such as ca and p in the decreasing order of their weight percentages. Presence of ti in the discolored region on the liner surface indicates possible material transfer from the cup sample. Analysis of the discoloration free area on the ceramic liner sample showed elemental composition consisting of al, zr, c, and o. The foreign elements (except for ti on the ceramic liner surface) identified in the discolored regions on both the cup and liner samples are present in various potential contaminants including biological soft tissue and bone, dried biological fluids (i.e. Blood), bone cement (calcium phosphatebased),and various decontamination solutions (i.e. Hospital detergents). Therefore, it is not conclusive if the discoloration was biological debris or product of corrosion. Further analysis of the returned product does not change the final conclusions of previous investigation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown stem, unknown head. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to disassociation of the liner from the shell approximately 4 years post implantation, causing discomfort. Attempts have been made and additional information on the reported event is unavailable.